Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's previously administered products included for contraception: mirena from 2006 to 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("allergic or hypersensitivity reaction type: hives/ rashes or skin conditions type: hives"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urticaria, female sexual dysfunction, bladder disorder, urinary tract disorder, vulvovaginal pain, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, female sexual dysfunction, pelvic pain, urinary tract disorder, urticaria and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos replaced with pelvic pain, allergic or hypersensitivity reaction type: hives/ rashes or skin conditions type: hives, apareunia (inability to have sexual intercourse), bladder disorder, urinary problems, vaginal pain, lower abdominal pain, abdominal pain and patient did not undergoes essure confirmation test added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.